Manufacturer narrative:
(B)(4); additional information was provided in (B)(6) 2016 that the patient received additional inappropriate shocks while bending over putting a ladder together. The cause of the shocks appeared to be due to positional changes, which caused a change in the patient's r-wave morphology. It was also observed via x-ray that the patient's electrode was superior and the pulse generator may have migrated forward. The s-ICD has been programmed off and the patient was issued a life-vest until the next software upgrade is released, which will provide an algorithm to hopefully mitigate this issue. Additional information was received that the s-ICD system was explanted and replaced in (B)(6) 2016 with a new s-ICD system. The s-ICD device was replaced to upgrade the device with smart pass capabilities. The field representative was contacted to inquire about the reason for the electrode replacement. The field representative noted that positional changes with the this electrode produced poor r-wave amplitudes, but testing with the new electrode the measurements improved. Positional changes attributed to the change in poor r-wave amplitudes with the old electrode, therefore is was the physician's discretion to replace the electrode along with the s-ICD device.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to low amplitude qrs signals while bending over and picking up a box. The shock induced ventricular fibrillation (vf) where a second shock from the device was delivered and converted. An x-ray was taken, which confirmed the sense b electrode was two inches higher than the xyphoid, but appeared in normal position while the patient was sitting up. It was determined that positional changes contributed to these observations. No adverse patient effects were reported. Additional information was received that the patient seen two weeks after being issued a life-vest. It was decided to try a template change with the patient lying on his left side. This position resulted in the smallest r-wave amplitude. After consulting with the physician, it was decided to continue the patient with a life-vest. The patient understands to report to the hospital emergency room if he gets another shock. If he does get shocked and it's deemed inappropriate, the plan is to disable the s-ICD and implant tv system. F/u planned again in a month and device data will be downloaded to identify any transitions to the fast profile. Device data was reviewed. A treated episode recorded on (B)(6) 2015 at 10:17. This showed a transition 14. On (B)(6), the counter changed to 16. During this same time period, the number of suspect beats increased from 5965 to 8753. Between (B)(6) and the date of the last follow-up, there were only 2 transitions rather than the 12 previous. Some data is not clear. First, the device marks the transition as an occurrence, but does not date and time-stamp the event. Second, no stored electrograms to review to determine if the transition was for an arrhythmia or oversensing. The patient will continue to be followed.